Manufacturer narrative:
Product complaint (B)(4). The results of this review indicate there were zero non-conformance's regarding the nature of the complaint associated with this lot. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient have any permanent damage? No. Did the patient need to be hospitalized or had his / her hospitalization prolonged due to a problem with the j&j product? No. Did the patient need to be re-operated to avoid or correct any damage? No. Did the patient have any serious damage? No. Device will not be sent for analysis because hospital does not allow it.

Event description:
It was reported that a patient underwent a hysteroscopic myomectomy surgical procedure on (B)(6) 2020 and electrosurgical device was used. During the procedure, the resection loop came off the rest; in other words, the loop broke inside the uterine cavity and was being removed by surgical instruments causing no damage to the patient. The procedure was continued with a new resection loop with accurate conversion. There were no patient consequences reported.